Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance greater than three thousand ohms and loss of capture (loc) as the lead was found to be fractured at the clavicle. The patient was admitted to the hospital for something else. The lead was surgically abandoned. No additional adverse patient effects were reported.